Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01231. Same case as MDR ID# 2134265-2013-01219. Same case as MDR ID# 2134265-2013-00129. (B)(4) study. It was reported that during a percutaneous coronary intervention treatment procedure, vessel spasms occurred. In (B)(6) 2012 the patient presented with unstable angina and was referred for cardiac catheterization. The 70% stenosed and 35mm long de-novo target lesion was located in the proximal right coronary artery (rac) with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation using a 3.0x15mm apex balloon catheter followed by placement of a 4.0x28 mm promus element plus stent. Post stent deployment a proximal edge dissection was noted. The dissection was treated with a 4.0x8.0 mm promus element plus stent, resulting in 0% residual stenosis following post dilation using a 4.5mm apex balloon catheter. Following post-dilation slow flow and distal spasms were noted which improved following multiple doses of adenosine and nitroglycerin. The event was considered resolved and the patient was discharged the following day on aspirin and clopidogrel.